Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user was hospitalized for diabetic ketoacidosis (dka) with a reported blood glucose level of 750mg/dl. The caregiver stated the infusion set was found disconnected. The user was treated with multiple daily injections during hospitalization. At the time of the report, the sensor was noted to be expired and the ilet was out of insulin.